Event description:
It was reported via a user facility report that the right ventricular (rv) lead impedance measurement has increased from 700 to 1500 ohms in both bipolar and unipolar configurations over the course of one year. The rv lead threshold measurement remains stable at 1 volt and the lead is noted to have good sensing. Subsequently a revision procedure was performed where the lead was taken out of service. The user facility report did not include any information regarding the model and serial number of the rv lead. It also did not provide a name of the health care facility, name of initial reporter or contact information. Thus, no further attempt for additional information is being made due to lack of information provided on the report. No additional information is available. If additional information becomes available, the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.